Manufacturer narrative:
(B)(4). This report is for system error 2240, where the home patient (hp) disconnected from the homechoice without using proper disconnect procedures and then reconnected. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during drain five of five, while the hp was connected. The hp disconnected from the hc without pressing stop and then reconnected. The technical service representative (tsr) explained the meaning of the alarm. The tsr assisted the hp with ending the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.